Manufacturer narrative:
Findings: unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received with cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 130 mg/dl. The customer stated that the reservoir chamber may have been cracked for a while before the plastic lip/end of chamber popped off. Customer does not recall how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.